Manufacturer narrative:
(B)(4). Concomitant product(s) - m2a-magnum mod hd sz 44mm/ pn 157444/ ln 167810, m2a-magnum pf cup 50odx44id/ pn us157850/ ln 301780. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03548.

Event description:
It was reported that patient underwent left hip revision due to dislocation approximately eight years post implantation. Patient underwent closed reduction for the first dislocation and a few days later dislocated again which led to the dislocation. Stem was explanted due to stem loosening and greater trochanter fracture as well as proximal femoral diaphysis. Op notes indicate that there was an abundant amount of graysih watery fluid and gray tissue. There was also significant anterior proximal femur osteolysis.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. The following sections were updated: (B)(6), date of this report: (B)(6) 2017, other relevant history, including preexisting medical conditions concomitant medical products: 157444, m2a-magnum mod hd sz 44mm, 167810, us157850, m2a-magnum pf cup 50odx44id, 301780, 139252, m2a-magnum 42-50mm tpr insrt-6, 057770. (B)(4). Date received by manufacturer: sep 7, 2017 ; type of report: follow-up 1. If follow-up, what type: additional information multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 03548 - 1

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of op notes. The revision op notes state that the patient had a biomet magnum implanted in 2008, and did very well until a few weeks ago where she states she was standing and dislocated her hip. This was treated with a closed reduction and the patient dislocated her hip once again. During surgery, gray tissue was noted throughout the capusle and a capsulectomy was performed. Significant anterior proximal femoral osteolysis was noted. The stem appeared to have a small amount of motion with stress. All graysih material was debrided from the hip. The stem and head were explanted. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.